Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the investigation, the complaint was not confirmed as there was no restriction felt when needle was advanced in the test endoscope. Device history record was reviewed and showed the product met all specifications upon release. Even though the complaint was not confirmed. The reported failure is a known phenomenon likely resulting from forcing the device through resistance and/or angulation. Page 13 of the device IFU (pn0008807_ah) addresses this: "do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." Also, on page 12 of the device IFU, it says: ¿do not angulate the bending section of the endoscope abruptly while the needle is inserted into the instrument channel of the endoscope. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage.¿ olympus will continue to monitor complaints for this device.

Event description:
Customer reported that the device was stiff and would not deploy during a therapeutic bronchoscopy with ultrasound procedure. Customer stated as it was being passed into the scope, it was discovered that it was very stiff and would not plunge. The device was replaced and the intended procedure was completed using a similar device. No harm was reported. No patient harm, no user injury reported.

Manufacturer narrative:
The subject device was received and evaluated. A visual inspection on the as is received condition of the device performed; noted the device was returned in its original packaging however opened and used. The stylet was returned with the aspiration needle and can freely slide in and out of the device. The luer is intact and has no signs of cracks or chips. The needle stopper as well as the syringe was not returned for evaluation. The handle was examined and verified there were no cracks that were identified. The entire insertion portion inspected and verified there were no excessive kinks however it appears the distal end is slightly bent on the hypo tube. The handle lock is present, confirmed the locking buttons move back and forth as well as being able to click into position with no issues. The handle lock moves freely when unlocked and can stay in place when locked. Testing performed by unlocking the handle lock and pushed the handle slider in the distal direction observing the needle extending. The handle slider was then pulled all the way and noticed the needle fully retracting inside the sheath. Needle was fully extended and the needle measured at approximately 1.4 inches from the sheath which is within specifications as the standard is approximately 1.35 to 1.60 inches. The sheath adjuster screw can lock and unlock, tested verified that when the screw is locked it prevents the sheath adjuster from turning or sliding. The screw was unlocked and tested verified the sheath adjuster was moving freely. The distal end of the needle was inspected under a microscope and the needle has no indications of bent or broken tips however the needle is slightly bent. The hypo tube is present and inside the distal end of the sheath is slightly bent. A reference test bf-uc180f scope was used to test the customer's aspiration needle. A reference test maj-1414 adapter valve used and was secured onto the biopsy port. The needle was then introduced into the biopsy channel, through the maj-1414 adapter valve and locked into the grip section of the body control unit. There were no restrictions when passing the needle through the channel. The needle exited the channel at the distal end opening and was able to extended the needle confirming there were no restrictions felt. Based on device evaluation findings, the needled was observed to be slightly bent , however, functional testing on the device found no restrictions, unable to determine the customer's issue as there was no restriction felt when needle was advanced in the test endoscope. As per instruction for use (IFU) warnings and cautions below. "Do not try to straighten a bent or deformed needle with your hands because the needle may break. Use a spare needle instead." "Do not coil the insertion portion with a diameter of less than 150 mm. Doing so could damage the instrument." "Do not insert this instrument when the endoscope is angulated. This could damage the endoscope and/or this instrument." "Turn the endoscope¿s up/down angulation control lever to the neutral position to straighten the endoscope before the insertion of this instrument into the endoscope. Otherwise, this could damage the endoscope and/or this instrument." "Do not insert the instrument into the endoscope unless the needle is retracted into the sheath." "Do not insert the instrument abruptly. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
The initial medwatch incorrectly reported the site registration number. The site registration number is (B)(4).